Event description:
It was reported the lead was removed for an unknown reason, but the extension and implantable neurostimulator (ins) remained implanted. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_ext, serial # unknown, product type extension; product ID neu_ unknown_lead, lot # unknown, product type lead; product ID neu_ptm_prog, serial # unknown, product type programmer, patient; product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).